Event description:
Customer reported that the "y site is breaking and causing leaking". No patient harm or medical intervention was reported. Although requested, no additional patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.